Event description:
It was reported that the pump had flash memory error, there was no patient involvement and no patient harm. Investigation findings included a travel reverse error, which is a reportable malfunction that could result in interruption of therapy if recurring during device use.

Manufacturer narrative:
One device was returned for analysis of complaint of flash memory error. Investigation found travel reverse error, which is a reportable malfunction that could result in serious adverse event if it occurred during patient use. No service records found from previous 12 months. Review of event log found travel reverse error - check clutch/plunger lever. Visual and functional testing was performed. Confirmed flash memory error during power-up test. Probable cause due to a failure with flash memory of the main printed circuit board (pcb). Device was repaired by replacing the main pcb. Additional findings included a ¿travel reverse error¿. Probable cause due to device aging, normal material characteristics, and normal wear. Device will be repaired by replacing the top case, plunger left case, plunger right case, leadscrew, coupler, worm gear, and clutches.